Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the battery cap was able to be secured. The reporter denied any damages to the battery compartment or the battery cap. In addition, reportedly, there was no moisture in the pump. Upon battery change, the no power issue remained unresolved. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2016 with the following findings: review of the black box data revealed record of a power on reset event after the last black box record of (B)(6) 2015. On investigation, the battery cap was able to fit to maintain electrical connection. The pump powered on correctly with no power interruption duplicated during investigation. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the ¿no power¿ complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked below grip pad to case seal and the display was noted to be dim and discolored.